Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v200 ventilator indicating that there was a low oxygen concentration alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that the device had shown a low oxygen concentration alarm. The ventilator was immediately replaced. No adverse consequences were experienced as a result of the device issue. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 08oct2024, it was stated that the ventilator pipe and mask were replaced by the hospital equipment department. The part information for these replacement parts was stated to be unknown. Following this, the device was determined to be fully functional and was returned to normal use. Any testing completed following the part replacement and prior to returning the device to use is unknown. The device diagnostic report (drpt) was stated to be unavailable. No patient information from the time of the event was known. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.